Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer with troubleshoot the au680 clinical chemistry analyzer over the phone. The customer replaced the sample syringe per the cts recommendations to resolve the issue no further issues were noted. The analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case. (B)(4).

Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneously low patient results with 'g' flags on blood urea nitrogen (bun), creatinine (cre), chloride (cl), bicarbonate (co2), calcium (ca), total protein (tp), albumin (alb), aspartate aminotransferase (ast), alanine aminotransferase (alt), alkaline phosphatase (alp) and total bilirubin (tbil) for multiple patients. The customer provided example of false results for two (2) patients. The customer did not provide patient demographics. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.